Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and low amplitude, no evidence of asystole. The physician suspected microdislodgment and decided to continue to monitor the patient. An electrophysiologist study will be performed to determined if the atrium is scarred or a dislodgement of the lead has occurred. The patient presented shortness of breath and tiredness. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing, outer coil fractures and cuts in the outer insulation. Based upon the clinical observations and the laboratory findings, we believe that the cuts and the outer coil fracture were likely induced damage during explant procedure. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding the loss of capture, low amplitude and microdislodgment allegations.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and low amplitude, no evidence of asystole. The physician suspected microdislodgment and decided to continue to monitor the patient. An electrophysiologist study will be performed to determined if the atrium is scarred or a dislodgement of the lead has occurred. The patient presented shortness of breath and tiredness. The lead remains in service. No adverse patient effects were reported. Additional information was received which indicated the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and low amplitude, no evidence of asystole. The physician suspected microdislodgment and decided to continue to monitor the patient. An electrophysiologist study will be performed to determined if the atrium is scarred or a dislodgement of the lead has occurred. The patient presented shortness of breath and tiredness. The lead remains in service. No adverse patient effects were reported. Additional information was received which indicated the lead was explanted and replaced. No additional adverse patient effects were reported.